Event description:
The device was removed due to "fractured tubing on right side". The entire 2-piece inflatable penile prosthesis was removed and replaced with a 3-piece inflatable penile prosthesis. 3/3/97 - upon receipt of the physician/surgeons operative report, it stated,..."the pt had implantation of an inflatable penile prosthesis in '90 which worked well for him until last year the pump failed. On 8/29/96 dr injected 60cc of sterile saline but that was no help. The combination reservoir pump in the scrotum has a tendency to autoinflate". Procedure..." Dissection was carried into the scrotum. The tubing and then the reservoir of the previous prosthesis were exposed. Dissected similarly back to the corpora where a coporotomy was made to the exit site of each tube and the cylinders were removed. The tubing from the pump to the right cylinder was found to be fractured slode to the pump, which was the reason it lost fluid and the prosthesis malfunctioned".

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 3/6/90. On 8/29/96, 60cc of add'l fluid was injected into the device. The device was removed on 1/24/97, reportedly due to "fractured tubing." Info from the physician's office indicates that the device worked quite well until approximately 1995. During explant surgery, the physician noted that "the resipump to the right cylinder was found to be fractured close to the pump, which was the reason that it lost fluid and the prosthesis malfunctioned.: the resipump and both cylinders were received and evaluated by the MFR. Cylinder #1 was received detached from the resipump. During functional testing and microscopic examination, two leakage sites were detected. One was located between the resipump's serialized outlet and the detached cylinder #1. The other was located in the resipump bladder. The serialized resipump outlet and cylinder #1 had rough, irregular cross sectional surfaces on their distal tubing ends, indicating a tubing tear between these two components. In addition, the pump's outlets were received in an overlapped position. Abrasion markings on the tubing confirms that the outlets were overlapped for a long period of time. The leakage site in the resipump bladder had uniformly striated cross sectional surfaces, indicating contact with sharp instrumentation, such as a needle. Based on the received info and quality assurance's evaluation, qa confirms the reported complaint. The fractured tubing was a result of tubing tear between the resipump and cylinder #1. This tubing tear, while in-vivo, would render the device inoperable. This tubing tear was contributed to by the device's in-vivo positioning in conjuction with device usage over time. However, the leakage site in the resipump bladder was not related to the reason for removing the device. Based on the duration of time this device worked well, this contact with sharp instrumentation occurred during the fluid addition on 8/29/96 or during explant surgery, not an implant.